Event description:
The generator was replaced due to battery depletion. Analysis was performed on the returned generator. The data in the memory locations revealed that 71.763% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery measured 2.017 volts, confirming the generator was at end of service. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the low battery condition and caused the generator to deplete prematurely. Review of the generator device history record showed that the generator passed all inspection criteria prior to distribution. Per the trim test tab, this generator was found to have been laser routed. No additional relevant information has been received to date.